Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-11543. Related manufacturer reference number: 2017865-2020-11544. It was reported that the pacemaker was explanted due to a pocket infection. Additional information was requested but was not received.